Event description:
After 22 months of implantation, this ICD was explanted because the device would not communicate or respond when being interrogated. Several attempts were made to try to interrogate this device, including different programmers, however, this ICD still would not respond.

Event description:
After 22 months of implantation, this ICD was explanted because the device would not communicate or respond when being interrogated. Note: several attempts were made to try to interrogate this device, including different programmers, however, this ICD still would not respond.